Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/27/2020. Additional h3 investigation summary: one empty opened foil, an empty labeled winding former and a detached needle of product code vcp341 were returned for analysis. During visual inspection of the needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. Marks were noted on the needle appears to be by use of surgical instrument. The suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pa2396, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic uterine myomectomy surgery on (B)(6) 2020 and suture was used. During the procedure, when trying to ligate by grasping the needle, the needle came off at the suture connection. The needle fell into the body, but was immediately removed without losing sight. There were no adverse consequences to the patient. No additional information has been provided.